Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Visual examination confirms ~15mm of the probe tip is broken off of the instrument. The broken off portion is severely twisted, consistent with excessive rotational force.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the probe broke off while in use. No patient complications were reported.